Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The insertion device with a fractured anchor and some suture material were returned. The anchor is fractured at the suture window and all returned components have debris on them. A review of the customer provided images finds the insertion device, suture material and fractured anchor prior to return. Based on the condition of the product material found during visual inspection, additional material testing is not required. The requested clinical documentation including the operative reported was not provided for inclusion in this medical investigation and it is unknown how the procedure was completed or if a procedural delay occurred. Therefore, no further clinical/medical assessment is warranted. Should any additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during right supraspinatus tendon avulsion suture, the twinfix ultra suture broken while knotting; there is no information regarding how the procedure was completed. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.